Event description:
Medtronic received information regarding a navigation device being used during an ortho (tha and tka) procedure. It was reported that tip cap from spine referencing tray wouldn¿t accept the perc pin. The slot on the top cap appeared too tight to accept the perc pin tab. The surgeon tried to force the tip cap over the perc pin and the tab on the perc pin broke off. The medtronic representative (rep) suggested trying another perc pin, the surgeon was able to force that one into the tip cap, but it still didn¿t accept it without force. The rep recommended ordering a new tip cap for that specific spine referencing tray. The surgeon proceeded with case. The tip cap was pulled and bagged from the tray and was no longer in circulation. The rep checked two other perc pics with the same tip cap and they worked perfectly. They now think it may have been a perc pin issue. There was less than an hour delay in surgery. There was no impact on patient outcome. Additional information was received. The suspected cause of the issue was reported to be that the perc pin side tab was slightly too large to slide into the tip cap.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.